Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large needle driver instrument was observed to have broken wires by the tip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a detached carbide insert on one grip(s). The carbide insert was not returned measuring roughly 5.02mm x 2.05mm in size. The mating grip surface exhibited full coverage of brazing material. The grips and other components surrounding the carbide insert did exhibit damage that would have contributed to the detached insert. The side that had the detached carbide insert was also bent at the tip.